Event description:
The device was used during a laparoscopic nissen fundoplication. It was reported that "when firing the device for ligation of short gastrics, clip would come shooting out of the instrument without stopping in instrument jaws. It seems like jaw is too parallel to get a grip of the automatically loaded clip". There was no consequence to the pt.

Manufacturer narrative:
A1,2,3,4,b6,7,d10-info not provided by user facility. H4,8,d5-info not available. Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. This inquiry was originally reported as to rpo "record purposes only." If the jaws are closed a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.